Manufacturer narrative:
A review of the device's manufacturing record indicates that it was manufactured to specification. Review of the returned acetabular reamer handle was conducted through zimmer (B)(4) and they identified possible damage to the instrument where an improper connection could occur with the driver; however, it is unknown if the customer was attempting to fit the stryker driver and the zimmer reaming shaft with an incompatible adapter. It is important to note that the instrument was returned in 2015 and the event occurred in 2004, eleven (11) years post-op. Additionally, there was no evidence in the post-op notes indicating that this specific handle was used in the 2004 surgery. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim. It was reported that the surgeon attempted a right total hip arthroplasty on (B)(6) 2004 but instead performed a right austin-moore hemiarthroplasty because an issue with the coupling between the acetabular reamer handle and the drill. Therefore. The surgeon was unable to ream the acetabulum to accommodate a total hip arthroplasty. After the procedure, the pt complained of continuous pain. On (B)(6) 2004, the pt underwent a revision surgery to convert the austin-moore hemiarthroplasty to a total hip arthroplasty.

Manufacturer narrative:
A review of the device's mfg record indicates that it was manufactured to spec. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.